Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1828202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the patient¿s body. There was no reported patient injury. Multiple attempts to obtain additional information were unsuccessful. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The advancer tube was observed to have been deployed on the catheter, covering the balloon proximal tip as received. The sealant and syringe were not returned with the device. The procedural sheath was observed separate from the device. It was noted that there was no blood on the returned procedure sheath nor was the device surface. However, it is unknown if the device was manipulated post the procedure. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and found properly engaged proximal tamp lock per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1828202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The returned device did not match the description on the incident reported since there was no exposure to blood noted on the mynx device or sheath, and the sealant was not received. The cause of the issue experienced by the customer could not be determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported as the device showed no sign of attempted use in the patient. According to the mynxgrip IFU, which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ since the device did not show any sign of patient use, hemostasis would not be possible with the sealant. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out of the patient¿s body. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1828202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event may have been attributed to an incomplete removal of the device during use or possibly over-tamping. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The IFU also states, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.